Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drops exit the cartridge tubing during the fill tubing process. There were no alerts or alarms in the pump history and the customer was unable to provide further information regarding the issue. Customer was successfully able to load a new cartridge. Customer's blood glucose was 270 mg/dl.